Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that physician could not fit the cutter through port as the tip was damaged. The procedure type was posterior vitrectomy surgery in the left eye of a patient but timing of event was unknown. A new pack was opened to complete the surgery. There was no patient contact with suspect product.

Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at the investigation site for evaluation for the report; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo was reviewed by the manufacturing site. The photo is of a probe with an tip that appears to be bent. The reported issue is confirmed. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration and cut during the manufacturing process. All probes are 100% visually inspected during the manufacturing process for excessive manufacturing materials on the needle. All assembled probe needle diameters are also 100% tested for fit into a ring gauge to insure the probe needle does not exceed a trocar opening. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time the manufacturer internal reference number is: (B)(4).